Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2003, and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that mesh was implanted due to stress urinary incontinence. It was also reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and vaginal scarring. It was further reported that patient underwent enterocele repair on approximately (B)(6) 2012 and urethral stent placement on approximately (B)(6) 2012 due to recurrent sui, pelvic pain, urinary problems, vaginal scarring, hydronephrosis following pelvic surgery, kinking of ureter, and other physical and emotional injuries. Additionally, the patient underwent a right colonoscopy on (B)(6) 2008. The patient also underwent anterior-posterior colporrhaphy, enterocele repair, vaginal vault suspension, placement of mesh x 2, cystoscopy on (B)(6) 2010. No additional information was provided. (B)(4).